Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a pocket erosion. Reportedly, the patient has stated that the crtd was protruding. The patient had spoken with the surgeon and stated that things should be ok. The technical service (ts) has offered the patient to be transferred to patient technical services. There was no additional adverse patient effects were reported. This crt-d remains in service.